Event description:
The customer alleged questionable hcg+ss, intact human chorionic gonadotropin + the ss-subunit, results on 1 patient sample. The customer has 2 analytical e modules, designated e1 and e2, on which hcg+ss may be run. The initial hcg+ss result was > 10,000 uiu/ml. It is unknown which e module produced the initial result. The sample was retested at a 1:20 dilution, with a result of 2.00 uiu/ml on e module e2. The roche field application specialist was in the laboratory and asked that the sample be retested with no dilution. The sample was run from a secondary tube with around 2 ml volume. No fibrin was found in the sample. The result was 0.431 uiu/ml on e module e1. The field application specialist noted the customer was not using racks with the tube adaptors recommended by roche. Controls and calibration results were within range. The lot number of the hcg+ss reagent was 167584; the expiration date was not provided. It is unknown if there was impact to the patient as a result of this event.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. The event occurred in (B)(6). This report is for the e module designated e2. For the report on the e module designated e1, please refer to the medwatch with (B)(6).